Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to complete its boot-up process. Analysis of the system log files showed issues related to flexible viewing. Upon troubleshooting, fse observed that the system intermittently booted up with missing video configuration data. Fse consulted with a national support specialist and found the issue began intermittently after the 2.2.7 software update. To address the issue, fse reloaded the software onto the suite pc. However, the same issue reoccurred where fse moved the cable and restarted the system to resolve the issue. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.